Event description:
It was reported via repair work order that the brakes not holding due to damaged caster stems and a damaged braking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.